Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by turbid peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. It was not reported if the patient was hospitalized. Treatment was not reported. At the time of this report, the patient had recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.